Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Plastic around tip of guide has broken off.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch 5049780 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Product analysis: the visual analysis shows a break of the plastic extremity and no break of the index metal. The product is deteriorated; a precise dimensional analysis is not possible. The product is manufactured after the design change implemented to prevent the breakage of the metal tip (eco 253075/ dwg-7e070299/c and dwg-7e070309/c). The supplier analysis concluded that the breakage on the plastic tip is due to product wear. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.